Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number cannot be verified as a synthes lot number. Device is an instrument and is not implanted/explanted. Without a viable lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Synthes (B)(6) sr. Repair specialist reported the small battery drive is not functioning. Sales consultant later on reported that when battery was attached to hand piece it did not work. This was done on the back table before the mandible fixation surgery. There was no delay in the procedure as spare device was available to complete the procedure. Procedure was completed successfully without any harm to patient and without any medical intervention required. This is 1 of 1 report for complaint (B)(4).